Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient was unable to recover the ins after an overdischarge. The patient was working with his health care provider to get approved for another ins. It was reported that a patient spoke with a company representative on the day of this report and it was confirmed that the implantable neurostimulator (ins) was over discharged. The patient was unable to recover the device after "multiple attempts". It was also stated that the device would "jolt" the patient with posture changes. The patient was going to consult with a physician about an ins exchange. No impedance checks were possible due to the overdischarge. The patient was alive with no adverse event or injury. It was also stated that there were no patient symptoms associated with the event.

Event description:
Additional information received indicated the device had not been replaced as of 6/27/2013.